Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act buttons could be less responsive. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had scratch on the screen but was not harder to read. It had diminished battery life and had to be changed in every 2-3 weeks. The device will not be returned for analysis.